Manufacturer narrative:
Patient information was unavailable from the site. Device UDI number is unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the recognition of the cal target became worse in the middle of the procedure. Recognition of the target failed sometimes and succeeded at other times. The site tried stretching the ¿sterile vinyl¿ (drape), rebooting the system, and replacing the cal target cable, all without resolution. It was noted that the other instruments had no problem. The use of navigation was discontinued, and the procedure was continued using fluoroscopic imaging. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be duplicated and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.